Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that both guide wires were engaged down the rca# 4av where the lesion was observed. Another company's dilation catheter was used to predilate the lesion and ivus was performed. When the ivus was removed out of the guiding catheter, the catheter was not on the bmw universal wire. An x-ray was performed on the coronary, but no guide wire was detected when the physician removed the guide wire, a separation was observed 10 cm proximal to the distal end. The guiding catheter was removed out of the pt and when it was flushed, the separated distal portion came out of the catheter. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: the fracture site shows the core was exposed to tensile or torsional loads beyond its design limits, causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy, or another device, to create the forces to damage the guide wire as described. Possibly, the guide wire tip was caught within the ivus catheter and manipulation of the ivus caused the separation. The separated portion could have been left in the guiding catheter when the ivus was removed. A thorough analysis could not be performed, therefore, no root cause could be determined.